Manufacturer narrative:
Due to the character limitation in e1 initial reporter name and the full initial reporter's name is mr (B)(6). Due to character limitation in e1 event site name and the full event site name is (B)(6) institute. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs100 intra-aortic balloon pump (iabp) unit had ECG not showing on screen. There was no patient involved.

Manufacturer narrative:
Updated fields:b4,g3,g6,h2,h3,h6(type of investigation, investigation findings,investigation conclusion,component code),h11 a getinge field service engineer (fse) was dispatched to evaluate the unit. Fse reported ECG not showing on screen. Checked and found ECG cable problem connect service trainer and checked machine 1 hrs no any error coming. ECG lead cable need to be replace. Estimate submitted. Replaced ECG cable from hospital stock and checked all functions machine working ok.

Event description:
N/a